Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at 8.747 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2018. No symptoms were noted. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause was not determined. The patient had an audible alarm and onset of severe withdrawal symptoms associated with the stall. The patient had to be treated for withdrawal and pain medicine was prescribed for her underlying pain. The motor stall had not resolved and the pump was explanted and returned to the manufacturer. No further issues were reported or anticipated.